Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This device is a remediated colleague pump with a user interface module software version of 6.62.92. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation did not confirm the reported condition of an over delivery. The root cause could not be determined. No repairs were necessary to repair the reported condition. This device is an remediated colleague pump with a user interface module software version of 6.13.92. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump overdelivered during patient use. The device was delivering potassium and phosphate to an unknown patient through the piggyback mode and the infusion was completed more quickly than expected. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.